Manufacturer narrative:
Continuation of medical devices: product ID 3889-28, lot# v866984, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-nov-2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Representative reported per patient , that she believed the lead have been damaged due her fall which led to lead revision on the day of this call. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from representative indicated that the patient weight was reported as unknown. The patient's implanted items were sent to pathology with the institution.

Manufacturer narrative:
Product analysis # (B)(4), analysis information -- 2019-04-05 10:41:38 cst pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Analysis information -- 2019-04-05 10:42:54 cst pli# 20 product ID# 3889-28 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Concomitant medical products: product ID: 3889-28, lot# v866984, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead, ubd: 2015-11-02, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) include: product ID 3889-28, lot# v866984, implanted: (B)(6) 2011, explanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v866984, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead. See also manufacturer¿s report 3004209178-2018-21524 for the patient¿s other device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had a ¿really bad fall¿ and noticed that they had a return of symptoms. They noted that this had occurred in the ¿summer of 2018¿. There were no further complications reported or anticipated.